Event description:
The customer reported the system intermittently displayed errors and locked up. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.